Event description:
On 14 sept 2021, neotract was made aware of a patient that received a successful prostatic urethral lift (pul) on (B)(6) 2021. During the procedure, it was noted that one implant did not successfully deploy. On (B)(6) 2021, during the device investigation it was noted that approximately 32mm of the needle tip was returned with the device but had become disconnected from the device. No portion of the needle was unaccounted for. It was reported that the patient was doing fine.